Event description:
Dealer states the unit lowers with weight.

Manufacturer narrative:
Initial submission indicated the type of reportable event as a death. This field should have indicated malfunction.